Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but as the pump was out of warranty and the caller declined interest in an out-of-warranty loaner pump, the caller opted to reset the pump instead.